Manufacturer narrative:
Details of complaint: the customer reported they were getting a "network disconnect" error message on the central nurse's station (cns). They tried to boot the unit, but it was getting kicked back to the desktop. No patient harm or injury was reported. Nihon kohden technical services (nk ts) had the customer shut down the cns and move the secondary hard drive into the primary slot then boot it up with only one hard drive, which did not resolve the issue. It was then discovered that the user had changed the ip address in windows instead of in the cns application. Nk ts assisted the customer to re-ip the cns through windows first (with the original ip) then go back and change the ip address in the cns application. The cns was then able to see the beds. Service requested / performed: troubleshooting. Investigation summary: the ip settings were changed by the user, without following the administrator's guide. The cause of the issue was determined to be lack of customer knowledge regarding ip address setup. The cns administrator's guide explains in detail the ip address setup for optimal performance. The investigation determined the complaint did not involve a failure of the nk device; improper user settings configured by the user.

Event description:
The customer reported they were getting a "network disconnect" error message on the central nurse's station (cns).

Manufacturer narrative:
The customer reported that they are getting a "network disconnect" error on their central nurse's station (cns). The customer also reported that they tried to boot the unit, but they would get kicked back to desktop. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that they are getting a "network disconnect" error on their central nurse's station (cns).